Event description:
A pt (B)(6) was enrolled in the (B)(4) study for stress urinary incontinence. The pt was injected twice, the first time on (B)(6) 2010 with 2.0ml of coaptite (lot 1017309 x 2) and again on (B)(6) 2011 with 2.0ml of coaptite (lot 1020122 x2). The pt required foley catheter placement prior to leaving the office, after the (B)(6) coaptite procedure. The catheter remained in place for one day. The physician recorded the info in the 1 month post ae form; indicating the ae severity was mild. The pt developed a second retention after the (B)(6) injection, also required catheterization for one day. The physician assessed the severity again as mild.

Manufacturer narrative:
Additional info for sections: catalog# 8005p10, lot# 1020122, expiration date: 07/2013. Implant date: (B)(6) 2011. Manufacture date: 07/2010. This event was reported in the interim post-approval study status report for PMA (B)(4), (B)(4) 2011. At the time of this report, the symptoms had resolved. The device history records for coaptite lots 1017309 and 1020122 were reviewed; all required testing specifications had been met prior to release, and there were no abnormalities noted.